Manufacturer narrative:
Additional information in b5. H3, h6: the catheter was returned to the manufacturer for analysis. As reported, the tip of the returned catheter was burnt. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred during a neuro ablation procedure.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that one of the catheters had a charred tip. This was seen upon removing the catheter. The local representative (rep) tested with saline inside of the catheter to see if there was a leak, and there was found to be a very small leak at the tip of the catheter. No harm to the patient was found and the surgeon was aware. There was no delay to the procedure.

Manufacturer narrative:
A0504: small leak a1106: charred tip d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI#: (B)(4) h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.